Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: unable observe openings on the device. Additional observations: red particles observed in the surface of the shell. Observed deformation on the device. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported rupture and capsular contracture (baker grade unknown) on the left side diagnosed via ultrasound and palpation. Device has been explanted and replaced with non-allergan devices.

Event description:
A healthcare professional reported rupture and capsular contracture (baker grade unknown) on the left side diagnosed via ultrasound and palpation. Device has been explanted and replaced with non-allergan devices.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: no observations are performed for the complaint as the event is insufficient information. Additional observations: brown particles on the shell are observed. One opening on radius side assessed as surgical damage. No further actions are required as the device was implanted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture.